Event description:
It was reported that the patient experienced pain when the device threshold test was carried for this right ventricular (rv) lead and additionally, this lead present lack of capture. The patient was examined by x-ray imaging and the lead helix was found to have dislodged and possibly perforated the heart. The lead was revised and remains in service. No additional adverse patient effects were reported.